Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single plate lens. Lens was removed due to lens tear. There was no pt injury. Another same model and size lens was implanted. Reporter stated lens tear was due to loading error.

Manufacturer narrative:
(B)(4).